Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Record 1 of 2. Provider advised tech services that the consumer took the gas cylinders off of the chair themselves and have been thrown out of the chair twice. Provider hung up before any additional could be obtained.